Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the high and low glucose alarms did not sound when she exceeds her hyper and hypo glucose levels. As a result, customer experienced hypoglycemia, seizure and a loss of consciousness and was unable to self-treat, requiring treatment with oral glucose via fruit juice and food by a healthcare provider. There was no report of death or permanent injury associated with this event.